Manufacturer narrative:
(B)(6). No serial number was provided; therefore, a history record review could not be conducted. No product was returned. The investigation determined the most probable cause to be the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation.

Manufacturer narrative:
No further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient ceased to breathe shortly after a motor vehicle accident resulting to death. When the paramedics arrived, it was observed that the medication bag appeared empty and that the pump indicated there was 9.5ml remaining in the bag. It was reported that the patient experienced chronic congestive heart failure; stage d ventricular tachycardia which required defibrillation, paroxysmal a-fib, and palliative inotrope therapy.